Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damaged occurred. The lesion being treated was located at a bifurcation in the moderately calcified, severely tortuous distal anastamosis of svg to diagonal (dx) artery. The physician attempted to deliver the 2.50x12 mm taxus express2 drug eluting stent through a guide catheter that was at a very acute angle at the ostium of the vessel. Because of the angle and the aggressive manipulation, the edge of the stent caught and flared out. The physician removed the stent delivery system. The procedure was successfully completed with another taxus stent of the same size. No patient complications were reported. Patient status reported as "fine".